Event description:
It was reported that one day post implant the lead exhibited loss of sensing, even at 0.1 mv, and less than 200 ohms impedance. There was no sign of dislodgement. The lead was repositioned in 2009, but the problems persisted. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the reported low lead impedance and sensing anomalies were due to a short circuit between the distal and proximal coils caused by damaged distal insulation. Too many revolutions trying to extend/retract the helix caused the distal coil to become over torque. This resulted in the distal coil collapsing and damaging the distal insulation, which consequenttly short circuited the coils.